Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that bixcut broke during drilling. The jacket loosened. The item has to be removed with a guidewire out of the medullary cavity. Three additional sifters has to be opened to remove the item. Surgical delay of 30 min. Not longer. No other consequences reported.

Manufacturer narrative:
The evaluation revealed the im reamer to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 4 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, dimensional or manufacturing related issues were found. The flexible shaft of the reamer was found partly broken at the last spiral winding near the adapter: the inner spiral was constricted and completely broken off; the outer spiral was unwinded and heavily deformed at the last winding. Furthermore the cutting edges of the bixcut head were marked with several dents and deformations due to hitting metal. The found damages indicate that the reamers cutting performance was most likely strongly reduced due to the damaged cutting edges so that the reamer got stuck within the marrow channel (maybe due to hitting metal implant). The reamer was operated in counter-clockwise direction; therefore the outer spiral got unwinded and the inner spiral constricted due to a level that the material got overloaded and partially broke. The breakage and deformation was classified as user related due to a deviation from the IFU / operative technique. The IFU and operative techniques describe that drilling into metal shall be avoided. Only sharp reamers shall be used. Drilling in counter-clockwise is not allowed to avoid unwinding the flexible spiral shaft. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It was reported that bixcut broke during drilling. The jacket loosened. The item has to be removed with a guidewire out of the medullary cavity. 3 additional sifters has to be opened to remove the item. Surgical delay of 30min. Not longer. No other consequences reported.